Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type l2+.

Event description:
It was reported while wearing a pod for an hour an half the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula was visible and upon removal of the pod, the cannula was found to be bent. The patient's blood glucose (bg) values rose to 320 mg/dl. As treatment, a new pod was applied.